Event description:
It was reported that the device was unable to be interrogated and that when a magnet was applied, did not see any pacemaker spikes. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported output and telemetry failure and determined this was due to a depleted battery. The depleted battery was caused by high current leakage in the ceramic capacitor.